Manufacturer narrative:
For the investigation the logfile was analysed. It was found that the carina performed three warmstarts as described due to a detected internal deviation in order to solve the problem. In case of three warmstarts within 24 hours a technical alarm will be generated and the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device has been repaired by exchanging the mpu board and checking the internal cabling. Carina reacted as specified and gave the corresponding optical and acoustic alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the carina rebooted three times - 8:21, 8:23, and 8:25 am. The vent was swapped out. There was no patient injury reported.